Manufacturer narrative:
Device is a combination product. Occupation: health professional   device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.   (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2013, the patient presented with stable angina. Subsequently, the index procedure was performed. The 99% stenosed, 24mm x 2.5mm, concentric, diffused and type c target lesion which contained > 90 degree bend with timi 3 flow, and was located in the non-tortuous and severely calcified mid left anterior descending artery (lad). Following predilation, a promus element plus stent was deployed at 15 atmospheres in mid lad. Post dilation was performed resulting to timi 3 flow and post procedural residual stenosis was 0%. After three days, the patient was discharged. In (B)(6) 2018, the patient died and the details and cause of death is unknown.